Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the panel blinks when the power is turned on due to a turret motor and high-intensity motor failure and the inadequate performance of the siboribane is likely due to a diaphragm failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the customer reported that when preparing the visera pro xenon light source for use, front panel was blinking/flashing/continuing turning on. A therapeutic video-assisted thoracoscopic surgery (vats) procedure was successfully completed using a similar device.

Event description:
The customer reported to olympus, the front panel was blinking/flashing/continuing turning on visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the front panel was flashing when power was turned on was likely due to a failure of the turret motor and high intensity motor, but could not identify the root cause. The shibori spring was found to have malfunctioned. The high brightness mode comes off. The device was said to have manufactured 15 years ago. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.